Event description:
A customer reported that the infusion pump was "not pumping and just making a clicking noise." The customer attempted troubleshooting without success. According to the complaint record, the issue occurred during a procedure; however, no patient injury or adverse impact was reported. The device was returned to the manufacturer on 02/14/2023 for evaluation. At the time of evaluation, the device was over six years old and in heavily used condition. A visual inspection and functional testing were performed, and the pump did not operate as received. Further investigation determined that the unit required a software update. This issue is most often associated with the device's backup battery not maintaining sufficient power, which can occur when the unit has extended inactivity or when the instructions for use (IFU) regarding maintenance and charging are not followed. The software was updated, after which the pump operated as intended under test conditions. The device was subsequently returned to the customer.

Manufacturer narrative:
This MDR is being submitted late due to findings from an internal audit, which identified that certain complaints had not been adequately evaluated for MDR reportability. In response, CAPA 24-08 was initiated to address and correct deficiencies in the complaint handling and MDR assessment process. As part of a two-year retrospective review conducted under this CAPA, five complaints were determined to meet MDR reporting requirements. These reports are being submitted accordingly.